Manufacturer narrative:
The impella device has been received from the customer, however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿

Event description:
The user facility reported a patient post-op CT surgery was successfully implanted with an impella rp device for support. While on support, the access site mattress sutures were tightened to maintain hemostasis around repo sheath.

Manufacturer narrative:
The investigation into the optical signal issue and the access site bleeding ¿ major issue has been completed since the original report was filed. The pump was returned for investigation. The device parameters were within normal specification. The patient was decompensating and expired despite best efforts. The root cause of the optical signal issue was most likely patient condition related as the patient was decompensating. The root cause of the access site bleeding major issue was most likely patient condition related. In accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Data logs show that the optical sensor went out of range and triggered the placement signal not reliable alarm. The returned pump passed the laser continuity test and electrical testing. No biomaterial was observed. Tthe root cause of the optical signal issue was most likely patient condition related as the patient was decompensating. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 updated with product problem. B5 updated with additional information. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures from the initial manufacturer device report number 1220648-2024-10437. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2024-10437.

Event description:
Additional information indicated that, during support, the pump experienced placement signal issues.